Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Initial reporter address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd insulin syringe the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported on voice message insulin syringe 1 pack found needle end of syringe "messed up".

Event description:
It was reported while using an unspecified bd insulin syringe the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported on voice message insulin syringe 1 pack found needle end of syringe "messed up."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.